Manufacturer narrative:
It is unk, at that time of this report, if the device sample is available for evaluation.

Event description:
The event is reported as: the customer alleges that the catheter tip appears to be too stiff. Clinician concern for intra-vascular placement or subdural placement. The pt's condition is reported as fine.